Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced a loss of connection. Data was provided for evaluation. Loss of connection was confirmed. The root cause was determined to be no communication which caused a gap in between logs. No additional event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it passed. A pairing test was performed and it failed. Functional testing was unable to be performed. Previously, data was provided for evaluation. The reported event loss of connection was confirmed via data. The root cause was determined to be a defective transmitter.